Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patent's pulse generator (ipg)&#1157;ached elective replacement indicator (eri) two months earlier than expected. The ipg remains in use. No patient complications have been reported as a result of this event. The ipg was later explanted and replaced.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) two mon ths earlier than expected. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).